Manufacturer narrative:
Device #1: part #12673-03, lot #73029-6h was filed under medwatch MFR number 2953144-2009-01074. The device was received. Investigation is not complete.

Event description:
Device malfunction: needle-to-cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, no sutures were attached to the needles. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. No adverse patient effects were reported. Though requested, no additional information was provided.